Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that a knife was noted to exhibit a burr on the blade during surgery. Patient impact information is unknown. Additional information has been requested.